Event description:
A 5 mm diameter x 18 mm length racer biliary stent system was inserted into a patient for the endovascular treatment of a renal artery lesion in 2004. Vessel morphology is unknown, however it was reported that there was severe angulation and an inferior approach. The lesion was not pre-dilated. The physician attempted to advance the stent delivery system over a .014" spartacore wire, changed wires to .014" balance trekyl wire but unable to advance to the intended lesion site. It was reported that the physician pulled back and advanced the stent many times in attempt to get the stent to cross the lesion. The stent flared at the distal end. The physician placed a catheter over the proximal part of the stent, dragged and deployed the stent into the iliac. No clinical sequelae were reported and the patient is reported to be fine.